Manufacturer narrative:
Clarification b3 (date of event): 1 year ago. Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Event description:
Physician reported left side capsular contracture baker grade IV with pain on mobilization with a small amount of fluid on ultrasound. Device remains implanted.